Event description:
Pt was undergoing arthroscopy of right knee with lateral meniscectomy and debridement. The pump failed to read dangerously high pressure and continued to pump fluid into the pt's knee. The fluid dissected into the thigh and leg. No permanent complications.